Event description:
The user stated an ER doctor questioned troponin t results generated from e411 (B) (4). Data for eight patient samples in bd 13x100 heparin plasma tubes was provided, of which one result from cobas 3 was discrepant. Samples were initially tested on the e411, repeated on cobas 2 (e601 (B) (4)), repeated on cobas 3 (e601 (B) (4)) and then repeated on the original e411. The initial result was 0.07, repeat results were 0.01, 0.02 and 0.01. All results are in ng/ml. The patient was not adversely affected. The user was not alleging any erroneous results were generated from the cobas 3 and did not want a service visit. The troponin t reagent lot number was 15523501.

Manufacturer narrative:
A specific root cause was not identified. Based upon the information provided, the event might have been caused by a misadjusted high voltage which was corrected by the field service representative. In addition, it was determined there may also have been insufficient pre-analytical sample handling by the operator. The operator was using a short centrifugation time and a high g force.

Manufacturer narrative:
It was not known if the initial reporter sent report to the FDA.

Event description:
The patient had a 55cm trapease permanent vena cava filter implanted on an unknown date. It was reported that the inferior vena cava was occluded below the trapease filter. The physician feels that the cause of the ivc thrombosis is due to the trapease filter.